Event description:
Resident placed in recliner with alarm pad in place & turned on. Alarm pad monitor beeped & light was blinking to indicate it was working called to room by another resident. Injured resident found lying on floor. Laceration to rt. Temple, complains of pain rt. Hip. Transferred via board to gurney to go to e.r. For evaluation. Alarm did not sound when resident got out of chair. X-rays done in e.r. Admitted to hosp for observation and evaluation to rule out rt. Hip and facial fracture. No fracture diagnosed by radiologist when x-ray read (6/2/97).